Event description:
During abdominal wall reconstruction, I was implanted with large piece of polypropylene mesh. I started having increased abdominal and pelvic pain, nausea, significant weight loss and rashes and itching. Two years later, I was tested and found to be allergic to polypropylene. I had to have the mesh removed in a 10 hour surgery. This surgery left me with an injury to my later femoral cutaneous nerve on my right thigh. Now I suffer nerve pain, burning and tingling constantly. Also, I have just been diagnosed with recurrent hernias after the mesh removal and tissue repairs.